Manufacturer narrative:
The insulin pump was received with no button response due to unlocked joint and or lcd keypad connector. Weak battery alarm was not verified due to unresponsive buttons. No cosmetic damage noted.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.